Event description:
The customer reported that there was a fluid leak of a few milliliters from the lh500 instrument. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were associated with this event.

Manufacturer narrative:
The customer technical support (cts) assisted the customer in replacing the tubing going through valve pv49 at fittings 183, 173, 181 and 176. The leak was resolved and no field service was required. Customer resolved the issue.